Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the lead was unable to successfully convert the patient from an induced ventricular fibrillation (vf). The initial induction, with polarity of right ventricular (rv) coil to can delivered six shocks and the patient received three external shocks. The patient converted on the last external shock. The second induction with polarity of can to rv coil delivered three shocks which were not successful. An external shock was delivered and converted the rhythm. The lead was explanted and replaced with a dual coil lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.